Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blistering rash under the therapy electrodes. The patient's nurse recommended using hydrocortisone cream. Follow up indicated that the irritation was still present, but was improving.